Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while trying to use the bolus wizard and the act button is not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 292 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. Broken battery tube threads and slight dog chew marks on casing noted. The insulin pump cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and missing end cap sticker.